Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch mesh, reference number 0010301, lot number husj0778 was implanted to repair the hernia defect. On (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch mesh, reference number (B)(4), lot number husj0778 was implanted to repair the hernia defect. (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with reducible umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the hernia sac was dissected. A ventralex mesh was placed and closed the defect using sutures.¿ (B)(6) 2015 - patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair. Per operative notes, ¿the hernia sac was removed. A synthetic mesh was placed in the fascial defect overlapped the prior mesh and sutured.¿ attorney alleges that the patient had pain, mesh migration and hernia recurrence.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years, post implant of mesh - ventralex, patient was diagnosed with hernia recurrence, inflammation and pain thereby underwent repair. The instructions-for-use supplied with the device list inflammation as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d4 (UDI no), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.